Manufacturer narrative:
The blade has not been returned for evaluation. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that intraoperatively, the anterior side (at the tip) of two tricut blades broke off and were retrieved. Retrieval did not require additional equipment and did not require an additional procedure. The blades were used at 3,000 rpm. There was no patient injury. This regulatory report is for blade 2 of 2.